Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The physician encountered no difficulties with device insertion, mark achievement, foot and needle deployment. When the suture was retrieved, the physician noted that a posterior cuff miss had occurred. The anterior suture was from the needle. The physician was retrieving the anterior suture limb from the device when he noted a defect in the foot pocket. The posterior foot had fractured and was missing. The physician inserted a guidewire into the device for device removal while securing the remaining suture. When attempting to remove the suture, resistance was felt. A fluoroscopy shot was taken and no cause of resistance was seen. The physician "pulled on the suture and removed it". Manual compression was held on the ateriotomy and hemostasis was obtained. When visualizing the films following the procedure, a foreign body was visualized as a defect in the profunda of the common femoral artery. It was reported that the pt was "notified of the incident". The pt was seen by the physician one week post procedure and had no adverse effects at that time. Two weeks following the incident, the pt complained of "discomfort in the left groin". The pt was admitted for a percutaneous foreign body removal, which was unsuccessful. A vascular surgeon was contacted and it was "determined that this was not of concern due to location".